Event description:
The analyzer was initialized while samples were being processed. Error codes were posted by the analyzer, and there was no report of biased results being produced. However, if the system is initialized while samples are being processed, false negative beta-human chorionic gonadotropin, ckmb and troponin I pt results could be reported. There was no report of pt harm as a result of this occurrence.